Event description:
A sales rep. From baxter reported in 2009, about a transfer set (batch: h07l06063) got loose and fell off the titanium adapter two weeks earlier. The set was in use for 15 days. As a prophylactic measure 1g of vancomycin was administered. No adverse reaction was reported and there was no sample available for investigation.

Manufacturer narrative:
No sample was available.